Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The hpdu cpu board was replaced to resolve the issue. Customer contact reports no patient information is available. Legal manufacturer: hcs madison - (B)(4).

Event description:
It was reported that there was a malfunction resulting in the loss of display during a case. There was no patient injury.